Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurements greater than 170 ohms. Technical services (ts) was consulted and recommended a commanded shock to determine delivered impedance. This rv lead remains in service. No adverse patient effects were reported.